Event description:
It was reported that, "revised due to a clicking feeling and pain."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in a supplemental report.